Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Product ID: 97792, lot#: n623735, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: accessory. Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was explanted due to inadequate pain relief and pain at the battery site. During the explant it was found that the lead was fractured at the anchor site and the physician was unable to remove a portion of the lead. No external or patient factors were known to have contributed to the issue. Reprogramming had been done previously, but the patient requested an explant and may be referred to a surgeon to have the partial lead dissected. The issue was not resolved at the time of the report.